Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure that an "activation has been interrupted" message occurred against the erbe. The caller stated that it was error c-34, and they had already replaced the instrument and energy cord. The caller stated that the bipolar energy was working, but the monopolar energy was getting the error. The caller stated they were now using the synchroseal instrument with the e-100. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the reported c-34 error. The tse recommended the caller reboot the erbe. The caller stated they had already rebooted the erbe and the issue remained. The customer continued with the case. There were no reports of patient injury.